Event description:
It was reported that the handpiece started to smoke during the course of a surgical procedure. The case was completed successfully use a back-up device. There were no adverse consequences reported.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.